Event description:
It was reported that the customer was receiving calibration error alerts, change sensor alerts and a bad sensor alert. The customer's blood glucose was 138 mg/dl. Troubleshooting was done. Advised to remove and change the sensor. The customer further mentioned that her blood glucose was 38 mg/dl previously. The customer treated herself with soda. Advised to call back at the time of issue in order to troubleshoot. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Two of 3 failed per spec. First for low and 2nd high readings 1 remaining sensors passed per spec. With accurate readings.